Manufacturer narrative:
A supplemental MDR is being submitted to capture related report numbers in section h10. This is one of eight reports being submitted for this article.

Event description:
As reported from netherlands through the article "outcomes of emergent cardiac surgery after transcatheter aortic valve implantation" by corresponding author dr. Gijs j. Van steenbergen, an 81-year-old patient received an edwards thv valve in aortic position by transfemoral approach. During the procedure, the valve embolized. A surgical valve replacement was performed.

Manufacturer narrative:
The dates of the events are unknown; however, according to the article the study period was from 1 january 2008 to 1 april 2022. For this reason, the first day of the reported study period (1 january 2008) was used as the occurrence date. In this case, the exact valve model number is not available. The article states the edwards valves discussed in the article were edwards sapien xt transcatheter heart valve and edwards sapien 3 transcatheter heart valve. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA number associated with an edwards sapien xt transcatheter heart valve is p130009. The possible PMA number associated with an edwards sapien 3 transcatheter heart valve is p140031. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the embolization is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Reference: van steenbergen, g. J., olsthoorn, j. R., eerdekens, r., tan, e., tonino, p. A., & lam, k. Y. (2023). Outcomes of emergent cardiac surgery after transcatheter aortic valve implantation. Netherlands heart journal, 31(12), 479-488.